Manufacturer narrative:
Patient information unavailable.

Event description:
A philips representative was informed of this event on (B)(6) 2020. A peripheral vascular intervention procedure commenced to treat a chronic total occlusion (cto), severely calcified lesion (location of lesion unknown). Crossing the lesion was made by accessing from fem ctranetics turbo elite laser atherectomy catheter was chosen for the procedure. As the physician was lasing, he came upon a heavily calcified area that was difficult to cross. As he gripped the fiber near the sheath being used in the procedure, the fiber reportedly buckled against the sheath and he noticed that a small portion of the device's outer jacket came off of the laser catheter and red light was slightly visible. At that time, the laser catheter was reportedly removed and the case was completed with a balloon. It was reported that the laser catheter was not broken, just buckled, and the portion of the device's outer jacket came off of where the physician was holding the fiber before it enters the sheath. The patient survived the procedure with no reported patient injuries. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.